Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. The physician properly positioned the device and performed a tug test. The closure device appeared to have 1/3 to 1/2 shoulder in the 90-degree view. A contrast shot confirmed this finding. The closure device measured 20-27% compressed. The closure device met all release criteria, and the physician released the device in the laa of the patient. The procedure was completed, and the patient was sent to recovery. While the patient was in recovery, they began to experience chest pain and became hypotensive. A transthoracic echocardiogram was performed which showed that the closure device had embolized out of the laa and was caught in the patient's mitral valve. The patient underwent open-heart surgery where the closure device was successfully removed and the laa of the patient was clipped. One day later the patient was doing well following this event. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.